Event description:
The trilogy ev300 ventilator was returned to the third-party service center for evaluation. During the evaluation it was noted that the technician performed the diagnostic test for the ventilator and it passed with no issue. Afterwards the technician proceeded to change the flow sensor and when performing the final test, the unit failed the active exhalation test. In conclusion, the device's solenoid valve needs to be replaced to address the issue. The device was not in use on a patient at the time of the occurrence. It is noted that the device requires a follow-up for repairs. The outcome is still pending. If any additional information is received, a follow-up report will be filed.